Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The length of balloon torn longitudinally. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
Reportable based on the device analysis on 09jan2020. It was reported that inflation failure occurred. Vascular access was obtained via brachial approach. The 75% stenosed with large vessel diameter target lesion was located in the left subclavian vessel. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, the balloon was unable to inflate. The physician attempted to dilate the lesion by double balloon using two 7.0 x 40, 75cm mustang balloon catheters. However, during the first inflation at 18 atmospheres, one of the balloons ruptured. Both balloons were removed and the procedure was completed with 10mm sterling and 7mm mustang balloon catheters. There were no patient complications reported. However, returned device analysis revealed a longitudinal tear on the balloon.